Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited undefined impedances, as well as intermittent capture. Additional testes were done, and the lead continued to alternate between normal and undefined impedances. It was suspected that a recent device implant had a loose setscrew. The atrial lead will be reprogrammed, and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.